Event description:
There was an allegation of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) (meter a) compared to coaguchek xs meter serial number (B)(4) (meter b). The initial result from meter a at 1:37 p.m. Was 4.2 inr. The patient was re-tested on meter a using a different finger at 1:40 p.m. And the result was 2.9 inr. The patient was tested on meter b using a different finger at 1:45 p.m. And the result was 3.1 inr. The result of 3.1 inr was reported to the doctor. No changes were made to the patient¿s medication. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr with a testing frequency of every 2 weeks. The same lot number was used on both meters; a different vial of the same lot was used for the test on meter b.

Manufacturer narrative:
Both meters and test strips were requested for investigation. Both meters were provided for investigation where they were tested using retention strips and retention controls. The test strips were not returned. Meter a: testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr. Qc 2: 5.1 inr. Qc 3: 5.0 inr. Meter b: testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.9 inr. Qc 2: 4.8 inr. Qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. For meter a: the alleged result of 4.2 inr on (B)(6) 2022 was not observed in the meter¿s patient result memory. A result of 2.4 inr on (B)(6) 2022 was observed. For meter b: the alleged result of 3.1 inr on (B)(6) 2022 was observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.